Event description:
It was reported by service report that the zoom operates intermittently due to cracked weldment. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Zoom handle load cell weldment.